Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod ran for 2272 pulses before being deactivated by the user. The data showed that both priming sequences ran for an expected number of pulses and boluses were delivered by the pod before deactivation. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported high blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone16.2. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was "high" (>500 mg/dl) while wearing the pod between 24 and 36 hours on their arm. It was reported that although the cannula was visible upon removal, the pink slide insert did not move forward, indicating that there was a needle mechanism failure.